Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 145 mg/dl. The current blood glucose was 42 mg/dl. The insulin pump received replace battery alarm. The customer received multiple pump error alarms. The customer was able to clear and rewind the pump. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was treated with food. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black. The customer alleged multiple pump error alarm, and unexpected battery power loss on the event date of may 23, 2022. Device passed displacement test, active current test, sleep current test, self test. Successfully download history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. The device was cut open with no anomalies noted on electronics. Tested with a test p-cap locked in place properly. The device was received with cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay. Multiple pump error alarm not confirmed. Unexpected battery power loss not confirmed. Device passed required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.